Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance difficulty to remove and bunched/folded balloon was confirmed; however, the reported balloon tear was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion in a vein graft. The nc trek balloon was advanced to the lesion for dilatation with no resistance noted; however, when the device was being removed the balloon got stuck with the guide wire and appeared to have ripped the balloon. Outside the patient anatomy, the balloon was noted to be crumpled up and bunched and not missing any portion. Fluoroscopy confirmed no balloon fragments were in the patient anatomy. The procedure was completed with the placement of a stent using the same guide wire with no issues. The patient outcome was excellent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.